Event description:
The patient reported symptoms of dizziness, shortness of breath, and chest pain shortly after the device implant, as well as a "stabbing/shocking" sensation. The patient reported that the device has been adjusted since and these symptoms are less but still happen occasionally. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.